Manufacturer narrative:
The reported event of premature battery depletion was confirmed in the laboratory. The premature depletion occurred due to the high current found in the fuel gauge as per the device image. The cause of high current could not be confirmed as it could not be reproduced in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
Additional information indicates that the patient underwent a generator changeout and was stable following.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic, it was discovered that the device had hit end of service (eos) less than two years after implant. The patient reported feeling a vibratory alert but did not contact the clinic. Multiple non-sustained ventricular tachycardia, ventricular fibrillation, and right ventricular oversensing episodes were observed. Device replacement was discussed and the patient is currently stable.